Event description:
The manufacturer received information alleging a ventilator's display screen was corrupt. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Evidence of physical damage to the lcd screen was observed. The device's lcd screen was replaced to address the issue.